Manufacturer narrative:
The reported event that the lens broke off was confirmed through the visual inspection. It was observed that the large led was broken off. Any physical impact to the navigated instrument can cause product damage.

Event description:
During the service evaluation process at the manufacturer facility the lens a led was identified to be broken off. No patient involvement or procedural delays were associated with this event.

Event description:
During the service evaluation process at the manufacturer facility the lens a led was identified to be broken off. No patient involvement or procedural delays were associated with this event.